Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield device was returned for analysis inside a phenom 27 catheter, inside a dispenser coil, in an open pipeline flex shield inner pouch, a sealed biohazard bag, and a shipping box. Damaged location details: the pipeline flex shield¿s tip coil is in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal and proximal ends were opened and frayed, while the middle part was opened and damaged. No defects were found on the pusher wire. No other anomalies were found. Testing/analysis: the pipeline flex shield device pusher wire was removed from the phenom 27 catheter lumen and the dispenser coil. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was not confirmed, as the returned pipeline flex shield braid¿s distal and proximal ends were found to be opened and frayed; however, the middle part of the braid was observed to be kinked. However, the root cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, ruling out the vessel tortuosity as a potential cause. Therefore, the user deploying the braid in the vessel bend, and a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment technique, delivering or retracting the delivery wire against resistance, or deploying or re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open was not determined, suspected that it was stent tip end damage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured left clinoid segment aneurysm with a max diameter of 4.67mm and a 3.18mm neck diameter. Landing zone: distal: 3.25mm and proximal: 4.16mm. Patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered, pru level was normal. The angiographic result post procedure showed significant blood flow guidance effect. It was reported that the surgeon used pipeline shield to treat the patient's left clinoid aneurysm. After the system was delivered, it was deployed in situ. The tip end could not be opened after being deployed more than 10mm. The surgeon performed expansion treatment, but the tip end still could not be opened. The surgeon delivered the system up to the middle cerebral artery and tried to open the distal end and pull it back to anchor. But the tip end still could not be opened. Under fluoroscopy, it was observed that the tip end seemed to be damaged. The system was then removed and replaced with ped2-450-18 for surgery. The surgery was successfully opened and the surgery was over. The pipeline's middle section was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.